Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the numbers on the insulin pump's screen were ramping during bolus. Customer also reported that the keypad was unresponsive while trying to check the insulin pump's alarm history. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 151 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or number ramping anomaly was noted. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot, and minor scratches on the display window.